Event description:
While wearing the external equipment, the pt reportedly experienced sound percept problems. External equipment was exchanged. However, the pt reportedly had no sound percept. In 2005, the pt was seen at the center for evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with anoter advanced bionics cochlear implant.